Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician had deployed a taxus express2 2.75 x 28 mm drug eluting stent in a mildly tortuous rca. The balloon was fully deflated, but it was sticking to the stent and he was unable to remove it. The physician deep seated the guide catheter and balloon was released and removed. No pt complications or injuries were reported.